Manufacturer narrative:
Beckman coulter hotline advised customer to perform a sample probe flush, to do maintenance and clean flow cell, cups and cartridge chemistries (cc) probes and mixers. Hotline also advised customer to run qc on all cc side chemistries and repeat patient samples. The customer stated all parameters were in range after trouble shooting and running qc. However, a service call was generated since the customer received error bl abs lo again. Beckman coulter field service engineer (fse) replaced multiple reagent handling components and performed alignments, checked the cc sample syringe, ran a precision run and qc. As of (B)(6) 2013, the customer has not called to report any reoccurrence of this issue. Failure mode of this event was hardware; service replaced multiple parts to resolve the issue.

Event description:
A customer reported that the unicel dxc 600 pro synchron clinical system generated falsely low results for magnesium (mg) and creatinine (cr-s) and falsely high results for lactate dehydrogenase (ld) for one patient sample. The customer provided the following results: mg: 0.88, 0.55 (critical rerun), repeat: 1.82, 1.83 mg/dl; cr-s original 0.49, repeat 2.06 mg/dl; ld original 444, repeat 35 iu/l. The system also generated suppressed results for this patient sample for alanine aminotransferase (alt) and aspartate aminotransferase (ast). The customer also reported the analyzer generated suppressed oir lo and bl abs lo results for 6 other patient samples. The customer provided printouts from the original runs for these patient samples with suppressed oir lo or bl abs lo results for cr-s, alt, ast, and bun. Rerun results were: alt 22 iu/l for one patient and bun 14 mg/dl for one patient. Other rerun results were not provided. The customer did not report any error messages from the system prior to the event. The customer stated that qc results were within range for level 1 and level 2, but level 3 for blood urea nitrogen (bun) received error baseline rate high. A review of qc results shows no qc failures for mg, cr-s or ld on (B)(6) 2013. The calibration report provided for mg was acceptable. The incorrect results were not reported out of the laboratory, and no patient care was impacted.